Manufacturer narrative:
The motor error alarmed during basic occlusion testing due to moisture on force sensor resistor. The prime test, occlusion test, and excessive no delivery test were unable to be performed due to motor error alarm. The motor was tested outside the device and passed. The device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with a compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 303mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.